Event description:
It was reported that a malfunction occurred on the pump, with no events leading up to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the problem reappeared, which the customer acknowledged and understood.